Event description:
Fall injury. 4 side rails up on the bed. Pt. Fell over side rail. Minimal space between side rail and inflated mattress of sport bed to protect pt when hob is elevated between 60-90 degrees.